Event description:
It was reported that this left ventricular (lv) lead was explanted due to presenting high impedance measurements. It was suspected of the cause to be a fracture. No additional information is available at the moment. No additional adverse patient effects were reported.